Event description:
Revision right total hip arthroplasty (head and liner exchange to constrained liner); patient now five and half months status post revision of his right total hip arthroplasty acetabular component, now who has gone onto multiple dislocations, with only intermittent use of his abduction brace. It was clearly explained that each dislocation makes him more susceptible to a subsequent dislocation. Considering this, in conjunction with his intermittent abduction brace use, a revision surgery with constrained liner placement was offered to the patient.what was the original intended procedure?right revision total hip arthroplasty.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.